Event description:
Initial troponin t result of 0.149 ng/ml. Same sample repeated twice recovered 0.010 ng/ml each time. Initial results were not reported. The field service rep was unable to determine cause. The sample is not available for further testing.